Event description:
It was reported that approximately one year ago, the patient underwent revision surgery to reposition the device following an impact to the implanted site. Following this incident, the patient reportedly experienced loss of lock while wearing the external equipment. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.